Event description:
The sales associate reported a left biomet stock prosthesis was placed approximately two years ago. The patient did well but developed occasional pain and swelling. The indium scan was negative, so the surgeon determined it was not an infective process. After the patient's fourth bout of swelling requiring admission the surgeon brought her back to the operating room for a biopsy of the left side. The surgeon identified the fossa was encased in fibrous tissue and appeared stable, however when he removed the tissue he identified five of the six, 7 mm screws were loose. Although the mandibular component was not loose the surgeon chose to remove it also and replace with a custom joint. Upon follow up with the sales associate she reported the part numbers that were explanted and stated "I spoke with dr. Davis and he confirmed his feelings that the failure was" not" related to the implants themselves. The patient had experienced several surgeries prior to the implantation of the tmj and she most likely did not have sufficient bone to support the stock fossa. The mandible was removed only because he wanted to remove all hardware. The mandible was well fixed at the time. His opinion was that perhaps he should have used a custom prosthesis initially. The patient is being processed for a custom joint at this time."

Manufacturer narrative:
After the original four MDR submissions additional information was received and the explanted part numbers were identified for a total of eight explanted part numbers, this is file two of three for the same event. In addition, four supplemental reports were submitted to correct the original unknown parts reported, reference the original submissions 1032347-2015-00083, 1032347-2015-00084, 1032347-2015-00085 and 1032347-2015-00086. The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however, based on the information provided this event was related to the patient's condition. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.